Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (h-l390) was returned for investigation excellent condition (no signs of physical damage). Following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (lack of over temperature alarm) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product problem ultimately attributed to a manufacturing problem. The loud/noisy pump was replaced. The over temperature alarm was also re-calibrated. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that when the over temp alarm test button on the level 1 hotline low flow system (hl-390) was pressed/held, the display would go up, and surpassed 40 degrees celsius. No alarm sounded, and no red led indicators were displayed. When the alarm test button was pressed, all the led indicators lit up and made an audible sound. The product problem was observed during testing on (B)(6) 2020.